Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 193 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.